Event description:
During a routine shift check by a clinician, the device would not discharge. Complainant indicated that there was no pt involvement in the reported malfunction. Complainant indicated that during subsequent biomed test, the reported malfunction could not be duplicated.